Event description:
Event description guidant received information that during a device change out, this implantable lead initally displayed normal shocking impedance, but after two inductions the shocking impedance went out of range. The chronic lead has been implanted for almost 10 years. The physician disconnected the device to check the shocking lead impedance with the programmer recorder monitor (psa).